Event description:
Customer called to report a pod (lot and seq numbers noted) which she did not think was delivering insulin correctly. Her blood glucose levels reached 401 when she removed and changed the pod. Activated new pod successfully. She said the site (on her abdomen) was not wet, red, or bumpy. She said it did not smell like insulin. She said the cannula did not appear bent or kinked. After she activated a new pod, her bg came down. No further problems reported. The device is being returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The evaluation confirmed that the needle mechanism had not activated due to a manufacturing defect. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.